Event description:
The device was returned to baxter for service. During testing, the baxter service technician reported an unremediated colleague infusion pump with uim master software (B) (4) in which the channel c keypad "stop" button that was not working. This event occurred during product evaluation. There was no pt injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4). Evaluation summary: during product evaluation, the channel c keypad "stop" button that was not working was confirmed. The assignable cause was not identified in the evolution; however, the channel c pump head module keypad was replaced to fix the problem. The device was tested and returned within specification. This issue is currently being investigated under CAPA-(B) (4).